Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of invalid impedances was confirmed. As received, x-ray analysis found the broken wire in an incomplete terminal segment. The reason for the event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.